Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has a battery status of middle-of-life 2 (mol2) after 23 months of implant. There is concern that the battery is depleting faster than expected.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has a battery status of middle-of-life 2 (mol2) after 23 months of implant. There is concern that the battery is depleting faster than expected. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.